Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Review of tracking and trending reports for the architect havab-g reagent, lot number 12026be00, did not identify any related trends. Return testing was not completed as returns were not available. Using worldwide field data, the performance of reagent lot 12026be00, and associated sublots manufactured with the same material, were evaluated and are performing similar to other reagent lots in the field confirming there was no systemic issue. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect havab-g reagent was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed (B)(6) architect havab-g results on one patient. The following data was provided: on (B)(6) 2020, initial result was (B)(6), repeat was (B)(6). There was no impact to patient management reported.